Manufacturer narrative:
Device evaluated by manufacturer: a visual examination found a kink in the hypotube at 24mm distal from the strain relief. An examination of the balloon identified a longitudinal tear in the balloon material. The tear was located at the proximal markerband and it extended distally for a total length of 21mm. A microscopic examination of the proximal markerband and balloon material could not identify any issues. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during coronary stenting treatment procedure, balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery. A 2.00mm x 40mm apex balloon catheter was advanced to the lesion. On the first inflation the balloon was inflated to 6 atmospheres and ruptured longitudinally. Upon removal the balloon was dangling from the wire. The procedure was completed using a 3.0mm x 20 mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during coronary stenting treatment procedure, balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery. A 2.00mm x 40mm apex balloon catheter was advanced to the lesion. On the first inflation the balloon was inflated to 6 atmospheres and ruptured longitudinally. Upon removal the balloon was dangling from the wire. The procedure was completed using a 3.0mm x 20 mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.